Event description:
This notification was opened for review for information received that the remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. In addition, fc-16-700-643 rev.17, fc-16-700-032 rev.17, fc-16-700-672 rev.13, 1056333 rev.4, 1092834 rev.03 was found. Also, dust fail contamination was found. The device displayed error codes e062 (err_stuck_ramp_key), e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). Additionally, the device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.